Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. The customer lacked the necessary cable to reset the malfunction code, so they were advised by technical support to obtain the cable to complete the next steps. Cts provided follow-up attempts customer was not available.